Event description:
--

Event description:
Boston scientific crm received information from an out-of-service (oos) form that this implantable transvenous right ventricular (rv) defibrillation lead was explanted due to infection. The lead was replaced temporarily with model#4137 lead for bradycardia pacing support due to episodes of sinus bradycardia.

Manufacturer narrative:
The patient will be scheduled for an implant procedue on the opposite side in the near future.

Manufacturer narrative:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. A new device and lead system were implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.